Event description:
Per the clinic, the patient developed a (B)(6) infection around the implant site. The patient was prescribed oral antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.